Event description:
It was reported that during a in meniscus transplantation as meniscus centralization surgery the shuttle suture could be shuttled through the anchor, but the blue repair thread wouldn't close the loop. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.